Event description:
The manufacturer was contacted in reference to "exposed wire". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No other medical information was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A stardust 3 device was returned to a service center for evaluation. During the evaluation of the device, the manufacturer was contacted in reference to "exposed wire." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No other medical information was specified. The customer complaint is confirmed: cable nonin spo2 exposed; in addition, the cannula is contaminated, and the unit needs cleaning. No death, serious harm, or injury was reported. Analysis of past events does not indicate that an adverse event has occurred due to the reported allegation or would be likely to occur if the product allegation were to recur. In addition, a review of the risk file indicates that the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803, as it does not meet the criteria for a death, serious injury, and/or reportable product malfunction.